Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and after plugging pump into ac adapter to charge, a power source alert occurred which cleared after a minute. Tandem technical support (cts) assisted the customer with clearing the malfunction alarm and customer declined cts's offer to follow up to confirm pump was fully charged. Customer's blood glucose was 330 mg/dl.